Event description:
It was reported that the patient received inappropriate therapy due to a low r-wave amplitude, a larger t-wave amplitude and suspected lead dislodgement. The physician managed by decreasing the ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.